Event description:
It was reported that pump displayed malfunction alarm while customer was using out-of-warranty pump. No additional information was received regarding impact to the customer¿s blood glucose level. Customer declined troubleshooting and pump reset, did not request further assistance, and reported having another in-warranty pump that had experienced same malfunction, with details documented in separate case.